Event description:
It was reported that during a parotid case the surgeon "did not receive a response when stimulating a main nerve branch. When he went to the smaller nerve branches off the main branch he received responses as expected. There was no paralysis or severed nerves reported. No patient impact." It was later stated by the surgeon that "this is concerning because reliability of the response have been compromised." He insists "the system was working fine; [he] was getting the stimulus response and the beeping."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; no return from user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.